Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a calibration error on the insulin pump as well as a meter blood glucose readings alert. Customer also mentioned a lost sensor alarm. Customer stated that she treated with three glucose tablets without checking her blood glucose readings due to the sensor beeping low. When the checked her readings they were 380 mg/dl. Customer's blood glucose reading at the time of the call was 168 mg/dl. No further information reported.